Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx drug eluting stent was implanted in the lad. Approximately 14 months post procedure, patient suffered worsening of congestive heart failure and died. Death is classified a non-sudden cardiac death. Investigator and sponsor assessed event as not related to device or anti platelet medication.